Event description:
It was reported that during a meniscus repair surgery, the t2 of the 'fast fix 360' device did not trigger. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t1 and t2 anchors were attached to the needle as intended. The needle, suture, and anchors are coated in debris. The actuator and actuator tip are in the t1 pre-deployment position. No physical damage visible to the device. A functional evaluation revealed the t1 and t2 anchors could be deployed from the needle as expected. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment. No containment or corrective actions are recommended at this time.